Event description:
The customer reported obtaining differential voteouts (non-numeric results) on quality control (qc) and patient samples from the coulter lh 750 hematology analyzer. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone but the issue was not resolved. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse found a cut in tubing at pinch valve vl46b and noticed fluid had spilled onto the differential mixing motor, disabling the mixing motor and causing the instrument to generate differential voteouts. The fse replaced the tubing to resolve the leak and replaced the differential mixing chamber drive assembly to correct the differential voteout issue. The fse verified the repairs as per established procedures and results met published specifications. (B)(4).